Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device not returned. Additional information was requested and the following was obtained: the lot number is unknown. The device deployed only one staple and it was not formed correctly so the single staple was removed. The device did not cut. Multiple attempts were made to obtain the disposition of the device as it was not received. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
Please reference the attached user facility medwatch.